Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted and isolated as the cause of the customer's report. The batteries were scrapped and replacement batteries were returned with the device. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.